Event description:
Procedure: nephrectomy. According to the reporter: in use for two hours and half, two black parts were found broken off. The parts seemed to be from the tip of the device. The pieces were retrieved.

Manufacturer narrative:
(B)(4).